Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient with an unspecified disease, underwent l4/l5 microdiscectomy on an unknown date. During surgery, the underside shaft of the product broke. The product came in contact with the patient. No fragment of the instrument remained in the patient. No patient complications were reported.